Event description:
It was reported via a trial that on (B)(6) 2009, the patient underwent stenting in the distal, tortuous, and calcified right coronary artery (rca) with a 2.5 x12 non-abbott bare metal stent after two 3.0 x 12 promus stents were unable to cross the lesion. During advancement of the first 3.0 x 12 promus, the shaft separated outside of the patient's body when the promus was pushed really hard. There was no difficulty removing the 3.0 x 12 promus from the patient. The second promus stent shaft kinked during advancement. After the procedure, the patient's troponin elevation was elevated and the patient was diagnosed with a non q-wave myocardial infarction (mi). There was no reported intervention for the mi. The patient was discharged the following day. There was no additional information provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other 3.0 x 12 mm promus (B)(4) is being reported under a separate medwatch report number. Evaluation summary: evaluation of the returned product found blood visible on the balloon and in the guide wire lumen, which is consistent with the sds advanced into the patient anatomy. The stent was stationary on the tightly folded balloon between the markers with no damage noted. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length and stent outer diameters were measured and met manufacturing criteria. The hypotube and jacket material had separated 18.7 cm distal to the strain relief tubing, confirming the reported separation. The fracture faces were oval as if kinked prior to separation. The material at the separation was stretched. There were kinks and bends noted to the hypotube near the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. In this case, it was reported the patient anatomy was tortuous and calcified, which likely contributed to the failure to advance. The shaft most likely kinked during advancement of the catheter in the anatomy and further manipulation of the catheter would have contributed to the shaft separating. It was reported the promus was advanced even as resistance was encountered, which likely contributed to the shaft kinking and ultimately separating. It should be noted in the promus instructions for use (IFU) it states: should any resistance be felt at any time during withdrawal of the coronary stent system, the entire system should be removed as a single unit. It was reported post procedure; the patients cardiac enzymes were noted to be elevated. The site reported an event of troponin elevation occurring post index procedure and prior to discharge on (B)(6) 2009. Troponin elevation was consistent with protocol definition of mi. The reported patient effect of myocardial infarction (mi) as listed in the promus IFU; is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. In this case, the reported failure to advance and hypotube separation appear to be related to the operational context of the procedure.